Event description:
On 12/22/2007, the patient's aunt reported that, the patient had been admitted to the hospital in another country. She stated that, the hospital advised the patient that the infusion device was not functioning. The patient was taken to the hospital at 7am and she felt dizzy, weak, and was vomiting. The aunt stated that, the patient was being given insulin at the hospital. To troubleshoot, the aunt was able to program a bolus successfully. A call to gather further information was placed to the hospital. A company representative spoke with a nurse and she stated that, the patient was admitted to the ICU with a blood glucose level of 1000 mg/dl. The patient's most recent blood glucose level was 340 mg/dl. A replacement infusion device was sent to the patient. A company representative again spoke to the patient's aunt on 01/02/2008. She stated that, the patient received the replacement infusion device and she had returned home. On 01/03/2008, the patient stated, that she woke up in 2007 with a blood glucose reading of 342 mg/dl. Her normal blood glucose range is 100-150 mg/dl. She programmed a bolus but her blood glucose did not decrease and she was not able to see the piston rod moving. She stated that, she began throwing up but decided to continue her trip to puerto rico. As soon as the plane landed, she stated that, she went to the hospital and she disconnected from the infusion device. She was released from the hospital four days later. She has not yet begun to use the replacement infusion device. She has been using injection therapy. She stated that, she has an appointment with a diabetes educator in 2008. The product was requested to be returned for evaluation.